Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 2 residents for whom they had to install ch16 indwelling foley catheters and this was the second time that leaks had appeared, each time, in between the collection bag and the tubing. It was leaked during use. They therefore had to change the catheters in both cases. The defective closed systems came from the same batch ngjp2063.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used biocath foley catheter with urine drainage bag. Visual inspection of the photo sample noted tape on the connection tubing between the collection bag and the outlet tubing. This does not meet specification which states "damaged, leaking, torn, broken or incomplete components are not allowed". No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: instructions for use the clinical benefits of biocath¿ hydrogel coated foley catheters with urine drainage bag are that they aid in clinical management by allowing for continuous drainage and measurement of urine. This biocath¿ product provides a catheter preconnected to a collection device, with a tamper-evident seal at the catheter/drainage tube junction designed to align with the standard of care. The hydrogel coating is designed to reduce friction in catheter insertion. Foley catheters can be used in patients of all ages. Up to 10 ch/fr is generally considered pediatric sizing; however, the appropriate size should be determined by the healthcare professional. Indications for use: biocath¿ hydrogel coated foley catheter with urine drainage bag is indicated for use in the drainage, collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Intended user: this product is intended to be used by qualified healthcare professionals. Intended use: for urological use only. Contraindications: no known contraindications. Warnings: ¿ on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state, and federal laws and regulations. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Users and/or patients within the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: ¿ do not use device if package is opened or damaged. ¿ do not aspirate urine through drainage funnel wall. ¿ should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Cautions: ¿ this product contains natural rubber latex which may cause allergic reactions. ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Instructions for use ¿ follow your facility protocol for all processes related to catheterisation, re-catheterisation, stabilization and urine collection. ¿ follow aseptic procedures outlined by your local hospital or healthcare facility. Thoroughly wash hands, wear sterile gloves, and use aseptic technique whenever handling the catheter or catheter components during insertion. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Insertion of catheter 1. Wash hands. 2. Use aseptic technique to prepare the patient for catheter insertion. 3. Use aseptic technique to remove the catheter from package and lubricate the catheter. 4. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 5. Catheterize the patient using dominant hand. 6. When catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter 2 more inches (approximately 5 cm). B. For male anatomy, insert catheter all the way to bifurcation. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling of the catheter. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). 8. Gently pull the catheter until the catheter balloon is snug against the bladder neck. 9. Place bag on a floor stand or hanger. 10. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Removal 1. Wash hands. 2. Gently insert a luer slip tip syringe into the catheter valve. A. Never use more force than is required to make the syringe ¿stick¿ in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. Specimen sampling (if a needle-free sample port is present) 1. Kink the drainage tubing approximately 5 cm (2 inches) below the sampling port. 2. Wipe the surface of the port with a sterile, alcohol swab. 3. Using an aseptic technique, position the syringe (luer slip tip only) in the center of the port, perpendicular to the surface, and then press the tip of the syringe into the sampling port. 4. Aspirate the desired volume and then remove the syringe. 5. Wipe the surface of the port with a sterile alcohol swab. 6. Unkink the tubing and send the correctly labeled specimen to the laboratory. Emptying bag 1. Hold the bag over a toilet or container. 2. To empty the bag: a. Centre entry: remove outlet tube from housing by gently squeezing connector arms and pulling tube from housing. Release clamp. After emptying, reclamp outlet tube and slide connector into housing until connector arm engages. B. Uriplan¿: push the lever on the flip-flo¿ valve out and down. Once bag is emptied, close outlet valve. Disconnecting the bag 1. Ensure the bag is emptied. 2. Pinch the urinary catheter to prevent urine from leaking. 3. Disconnect the urinary catheter from the inlet connector with a twisting motion. 4. Dispose the bag. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 2 residents for whom they had to install ch16 indwelling foley catheters and this was the second time that leaks had appeared, each time, in between the collection bag and the tubing. It was leaked during use. They therefore had to change the catheters in both cases. The defective closed systems came from the same batch ngjp2063.